Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that he distal conductor of the lead became ex trinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited undefined impedance qualified as high, a pacing failure and a dislodgement. The pacing lead was reprogrammed and later explanted and replaced. It was noted that several repositioning attempts were made during implant of the lead. No patient complications have been reported as a result of this event.